Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the bending angle is insufficient due to the elongation of the angle wire, curved tube was crushed, there were wrinkles in the insertion part serpentine, a hole in the a rubber, coat of the insertion part serpentine is peeled off, insertion part of the serpentine tube was crushed, universal cord / video cable is scratched, and the universal cord is crushed and wrinkles. Furthermore, plating on the tip cover is peeled off, there was a chip in the curved rubber adhesive part, scratches on the lens guide connector, video connector case was scratched, label was peeled off, there was peeling of the plating on the electrical contacts of the video connector, scratches on the operation part, liquid leak in the grip, insertion part snake tube was cut, air leak has occurred from a hole in the rubber and due to a break in the insertion part serpentine tube and corrosion due to water leakage in the operation part. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined that the insertion part of the serpentine component may have fallen off due to the same cause as other crushing or breakage, but it can be determined whether the breakage was due to stress, handling, or other factors. The review of the contents of the instruction manual would help the user with identifying the reported issue: 1. Visually check that there are no major scratches or deformations on the appearance of the operation unit or connector. 2. Check that there are no bends, twists, bulges, or other abnormalities near the boundary between the protector part and the insertion part. 3. Check the appearance of the insertion part for any abnormalities such as cracks, dents, bulges, edges, protrusions of metal wires from the inside, protrusions, floating resin, and peeling. 4. Grip the insertion part lightly with your hand and slide it in both directions over the entire length, and manually check that there is no catching on the entire circumference or protrusion of the metal wire from the inside. Also, insert make sure that the entrance is not abnormally hard. 5. Hold the insertion part with both hands and bend it so that the apex of the semicircle is sequentially shifted over the entire length, and visually and manually confirm that it bends sufficiently smoothly and has appropriate softness. 6. Gently grasp the center and 10 cm from the tip of the bend with your fingers and gently push and pull to check that there is no looseness at the boundary between the bend and the insertion part. 7. Check that the lens at the tip of the endoscope is free from scratches, chips, dirt, and gaps around the lens. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus, insertion part component dropout on the visera rhino-laryngo videoscope. During the inspection of the returned device, the insertion part snake tube component had fallen off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.